Event description:
It was reported by a marketing associate that a drill bit had punctured the palm of his hand while he was placing the bit back into the storage container, because the drill bit had punctured through the storage container.

Manufacturer narrative:
Even though the affected product packaging of the drill was not returned (only the drill itself) the delivered images of the product packaging recorded in trackwise - echs could be considered and therefore the reported event could be confirmed by the provided images related to the damaged package and the following injury of the hand. The provided images of the affected product package shows that the drill has penetrated the telescopic plastic tube. Generally, the whole package consists of the secondary package as plastic zip bag with big label and primary package inside with drill and IFU. The primary package consists of two transparent telescopic plastic tubes with threads which are screwed into each other. Both tube components contains the drill and are fixed by a small label. Within several performed handling tests the reported event could be reproduced. By powerfully and quickly pushing (not screwing) via palm of the hand the tube components are closing very fast without any controllable technique. By the use of powerfully and quickly pushing there is the risk to penetrate the resistance of the plastic of the tubes and consequently causing an injury to a part of the hand. In order to close both plastic telescopic tube components by an appropriately handling, each end of the tubes has to be grabbed and enclosed with the fingers. Subsequently, the closing procedure has to be executed by carefully and slowly screwing in the both plastic telescopic tube components - instead of powerfully and quickly pushing without any controllable technique. The carefully and slowly screwing in of both telescopic tubes has to be executed until the drill has reached the end between the inner space of the tube components ¿ visually controlled. Finally, based on the investigation the reported event could be attributed potentially to an inappropriate user handling. Indications for any potential packaging related issues were not determined in the investigation. Therefore no corrective and/or preventive actions are deemed to be necessary at this time.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a marketing associate that a drill bit had punctured the palm of his hand while he was placing the bit back into the storage container, because the drill bit had punctured through the storage container.